Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a hemostasis procedure. According to the complainant, during the procedure, the device failed to cauterize. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).